Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the advancement of the coil (subject device) into the microcatheter, the coil prematurely detached in the microcatheter. No consequences to the patient were reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing; therefore a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the advancement of the coil (subject device) into the microcatheter, the coil prematurely detached in the microcatheter. No consequences to the patient were reported.